Event description:
Medtronic received a report of an axium prime coil that could not be detached. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the internal carotid artery with a max diameter of 4mm and a 1.1mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. It was reported that the coil could not be detached and was replaced with another coil, after which the procedure was completed successfully. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Additional information was received. The causes or contributing factors for the non-detachment were not identified. Two attempts were made to detach the coil using the manual method. Prior to coil non-detachment, no issues were encountered. It is unknown how many attempts were made to detach the coil using the instant detacher. It is unknown if there was pushwire damage observed after removal from the patient.

Manufacturer narrative:
H3: product analysis equipment used- vis m-81805, 203cm ruler m-83360 as found condition- the axium prime implant coil was found returned for analysis within a shipping box and inside of a sealed plastic biohazard pouch. No instant detacher was returned. Visual inspection/damage location details ¿ the axium prime device was returned damaged, without the introducer sheath. The proximal tip of the pushwire was found to be broken off with the release wire retracted and not returned; in addition, the pushwire was found to be bent at ~15.1cm and bent at ~33.4cm from the broken proximal end. The axium prime implant coil was found to be detached and returned for assessment. The implant coil was found to be stretched and damaged upon inspection. No coin was visible within the pushwire couple tube. No other anomalies were observed. Testing/analysis ¿ no testing was able to be performed, due to the damaged condition of the returned axium prime device. Conclusion - based on the customer report and device analysis, the customer report of "non-detachment" was unable to be confirmed. The axium prime implant coil was returned damaged and already detached from the pushwire. A possible cause for ¿non-detachment¿ is but not limited to, damaged to the pusher; however, the root cause for the ¿non-detachment¿ was unable to be determined. The axium prime device was returned damaged with the implant coil detached from the pushwire. The axium prime implant coil was returned for assessment and found to be damaged. The release wire was found to be intact with broken segment of the pushwire, as the release wire was not found within the pushwire couple tube. The detachment element (ball, stick, and hoop) were all found to be secure and intact with the implant coil. Therefore, is it possible that the device may have detached and became entangled during the advancement/retraction; however, this was unable to be confirmed. No evidence of an instant detacher being used during the procedure was able to be confirmed. In addition, evidence of a manual detachment attempted was observed, as the proximal tip was found to be broken off and not returned. It was indicated that all devices were prepared as per the instructions for use (IFU). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.